Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported leaking from filter vent during infusion. The leaking fluid was 10% dextrose with electrolytes. An alaris primary infusion set was connected to filter set, which was connected to peripheral IV catheter. There was no pt harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.